Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness/breast pain manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with mentor smooth round moderate profile 300cc saline prostheses experienced left sided breast pain, ptosis, and several unexplained systemic symptoms post procedure. Chills, fatigue, dry eyes, congestion, constipation, joint pain, muscle pain, frequent urination, memory loss, anxiety, inflammation, temperature intolerance, fertility issues, and mood changes were noted. As a result, explant with total capsulectomies and mastopexy was performed on (B)(6) 2020. Upon explant, a brown coloration suspected to possibly be betadine was noted on the implants. The capsules were sent to pathology, however, at the time of this report the results have not been made available to mentor. If results are made available in the future, then a supplemental report will be submitted.